Manufacturer narrative:
Concomitant medical products: 50 ml b braun bag, lot j9c108n, exp 09/21, heparin sodium injection. 100 ml baxter bag lotp386458 exp nov 19 5% dextrose injection. Therapy date (B)(6) 2019. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that per the facility electronic medical record an order was placed to stop the heparin drip at midnight on (B)(6) prior to an upcoming surgery, however the heparin continued until 0240. Heparin (250 ml) programmed at 14.5ml/hr (1450 units/hr) was initially started the day before at 1035. At 0240 the doctor checked to insure the heparin had been stopped, and noticed that the device read zosyn, however the line from that device was traced to the heparin bag. Per the mar, the patient received heparin for about 2 hours (5000 units) over this time. The heparin was stopped and the zosyn was started. There was no patient harm reported, however patient required a stat ptt, however the value was not reported. Per the mar, both piperacillin-tazobactam (zosyn) 100ml at 25ml/hr , and lactated ringers (carrier solution), were initiated at 0041.

Manufacturer narrative:
Correction on initial report: the customer¿s report that medication heparin over infused was confirmed. Review of the event log shows on (B)(6) 2019 at 3:13am ¿ device was selected and a primary infusion of heparin (drugid:147) was programmed through guardrails at a rate of 10.5 ml/h vtbi:180ml and infusion was started. Several rate changes were made, 12.5ml/hr, 13.5ml/hr, 14.5ml/hr. On (B)(6) 2019 at 12:37am ¿ device was channeled off by user and infusion was stopped - total volume infused 622.151ml. System is shut down. At 1:02am ¿ system was powered up. Device was added and unit changed to label b. At 1:03am ¿ device was selected by user and a primary infusion of piperacilliln / tazo zosyn (drugid:263) was programmed through guardrails. 3.37 gram in 100 ml was selected. Rate: 25 ml/h vtbi: 100ml and the infusion was started. Between 1:04am ¿ 1:11am ¿ device alarmed for infusor occluded patient side 4 times and infusion was restarted 4 times. At 2:40am ¿ device channeled off by user and infusion was idle. At 2:41am ¿ device was selected by user and a primary infusion of piperacilliln / tazo zosyn (drugid:263) was programmed through guardrails. 3.37 gram in 100 ml was selected. Rate: 25 ml/h vtbi: 100ml and the infusion was started. Device channeled off by user and infusion stopped. At 8:10am ¿ system was powered down. Functional testing performed found the device delivering fluid within specification. Functional testing on the two returned primary IV sets, and they both were within normal limits. The root cause of the customer¿s report that medication heparin over infused was identified as a use error based on the customer's statement.

Event description:
It was reported that per the facility electronic medical record an order was placed to stop the heparin drip at midnight on 6-19 prior to an upcoming surgery, however the heparin continued until 0240. Heparin (250 ml) programmed at 14.5ml/hr (1450 units/hr) was initially started the day before at 1035. At 0240 the doctor checked to insure the heparin had been stopped, and noticed that the device read zosyn, however the line from that device was traced to the heparin bag. Per the mar, the patient received heparin for about 2 hours (5000 units) over this time. The heparin was stopped and the zosyn was started. There was no patient harm reported, however patient required a stat ptt, and the value was not reported. Per the mar, both piperacillin-tazobactam(zosyn) 100ml at 25ml/hr , and lactated ringers (carrier solution), were initiated at 0041.